Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. A manufacturer representative confirmed the voltage level of the implanted device is above the threshold to trigger an eri message on updated equipment. The device is providing therapy.

Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. The software was updated and the error message was cleared. The result of the investigation traces the cause to device design. Actions have been taken to prevent recurrence.

Event description:
The wireless software update was performed on the patient's controller cleared the eri message, resolving the issue.